Manufacturer narrative:
Reportable malfunction with inomax dsir (B)(4) was documented and investigated under (B)(4). The device was returned to a regional service center (rsc) for evaluation. A review of the device's service log revealed that a low no alarm occurred in conjunction with zero flow measured by the connected injector module (im). Testing of the returned device reproduced the reported injector module failure alarm and the low no alarm observed in the device's service log. Further inspection of the returned device identified that pin 6 of the dsir plus head's im cable receptacle was damaged. The root cause for the injector module failure alarm and low no alarm was due to the damaged im cable receptacle pin. As a result, the device's im cable receptacle was replaced. This condition will be tracked and trended through the company's quality system. A full functional test was performed and the device operated according to specifications. As a result, the device was placed back into circulation for customer use.

Event description:
On (B)(6) 2019, a customer from the us reported an injector module (im) failure with inomax dsir (B)(4). The device was not in use on a patient at the time of the event. No impact or harm to the patient reported. Inomax (B)(4) was removed from service and returned to the company for service evaluation. On (B)(6) 2019, mallinckrodt was notified that there was a damaged/recessed im receptacle pin 6 on the head of dsir (B)(4) and confirmed through the service log that a low no alarm with 0 im flow through the im had occured.